Manufacturer narrative:
The actual device was returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported deployment issues with the angioseal evolution device. The event occurred intra-operative. Additional information was received on 1/23/18. When the physician attempted to deploy the device it did not release. The physician was unable to see the line on the suture and required a large amount of pressure to deploy. Hemostasis was achieved by the device. Blood loss was less than 250 cc. The patient was stable after the procedure. There was no other equipment or devices being used with the reported product. The procedure outcome was reported to be a successful intervention.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angioseal evolution device was returned for evaluation. No accessory components were returned with the device. Visual inspection revealed blood like substance on the returned device. The hemostatic sheath was properly mated with the deployment sleeve, which was in the rear lock position with the color bands fully exposed. A 0.5" portion of the tamping tube was exposed from the hemostatic sheath. There was no suture or anchor at the distal end of the suture. The button was stiff. The gap between the upper and lower handles of the evolution measured 0.029". The device was x-rayed and revealed that the drive gear was properly seated, and the gearbox assembly was seated within the grooves in the distal position. The upper handle was then removed from the lower handle exposing the gearbox assembly. The gearbox assembly was in the park position with no indication of movement in the groves of the lower handle. The rack was observed in the proximal position with 2.68" of the rack extending past the gearbox assembly. The suture could be seen out of the grooves of the spool and free of tension. Several turns of the suture were present. Force was applied to the distal end of the suture to advance the tamping tube. The clutch gear engaged during this testing. The rack was then reversed and the gearbox assembly itself was then functionally tested by turning the drive gear counterclockwise moving the rack distally. As the drive gear was rotated, the compaction tube became exposed from the proximal severed portion of the carrier tube assembly. The rack advanced with some resistance. The gearbox assembly was disassembled to identify the cause of the resistance felt when advancing the rack. There was no damage noted to the gear teeth of the secondary gear, drive gear, and clutch gear. There was dried blood like substance noted on the drive gear. The complaint could be confirmed for tamping issues due to the resistance experienced when advancing the rack through the gearbox assembly. The source of the resistance could not be determined. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined based on the investigation, it is likely that the suture out of the grooves of the spool was due to the tamping tube being pushed back into the hemostatic sheath. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures.